Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the surgeon tried to use the tlc75 stapler and it would not fire. Another instrument was used to complete the case. There was no consequence to the pt.